Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the leak test and the flow sensor calibration failed during the pre-operational check. The alarm was observable both visually and through hearing. The malfunction was reproducible. There is no patient involvement reported. No medical intervention required. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. There has been no similar case reported in the past that led to patient harm or death. The investigation is ongoing.